Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the customer¿s report of autofill failure. The stm verified the fault log entries. The iabp unit failed the patient interface module (pim) leak test. The stm replaced the defective pim, verified that the unit calibrated and passed all functional and safety tests per factory specifications. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that an autofill failure occurred on the cardiosave intra-aortic balloon pump (iabp), during a service test performed by the customer. There was no patient involvement; thus, no adverse event was reported.